Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the investigation results, it is likely that the issue is related to wear and tear from usage. The loop wire at the distal end of the hf-resection electrode can wear out over time, potentially leading to breakage, burning, or melting. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the resection electrode electrosurgical loop was broken. The issue occurred during plasma electrosurgical removal of uterine fibroids in a therapeutic hysteroscopy examination and hysteroscopic myomectomy procedure. There was no delay and the procedure was completed using a similar device. There were no reports of patient harm or injury.